Event description:
During the surgery, the simplex hardened in 8 minutes and 30 seconds. As a result, the surgeon had to remove the cement from the femoral channel. The simplex was put in the fridge (6c) for an hour and half before the surgery, and used as soon as it was brought out to the operating room. The temperature of the operating room was 25c. No adverse consequences were reported by the user.